Event description:
It was reported that during a retroperitoneal linfadenectomy procedure, the device stopped working due to heating. The surgery had to be converted to an open surgery. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: crack at pin hole the device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to what may have caused the thermal issues during the procedure, we were unable to test the device for thermal issues due to the condition of the blade.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Heat is an essential component of advanced energy devices that cut and coagulate tissue. Heat is one of the three key components, along with compression and time, essential to achieving hemostasis and coagulation. Heat created by harmonic devices is caused by the high-speed vibration and friction between the active blade and tissue. Heat in harmonic devices is retained in the active blade, potentially in the tissue pad, as well as the distal shaft of the instrument. Additional information requested but not yet received: has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? How was it determined that the device was ¿heating¿? Was there any burn to the patient or to the user? When the device stopped working, what was displayed on the generator screen? If using the gen04, what was the error code? If using the gen11, what was the alert screen message? What other instruments were used during the surgery? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another ace device, another generator or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient¿s anatomy? Physician preference?